Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported slda was a result of challenging patient anatomy and procedural conditions (imaging difficulties during procedure). The reported poor imaging appears to have been a result of challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report slda. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. One mitraclip was implanted and the clip delivery system (cds) was advanced and was implanted at the lateral a2p2. Noted challenging anatomy and imaging of leaflet insertion due to barlow's disease of mitral valve. Redundant, thickened tissue and bi-leaflet prolapse. There was a single leaflet device attachment (slda) from the a2p2. Another mitraclip that was already planned to be used was implanted and mr reduced to 2-3. It was confirmed that this clip was not implanted to stabilize the slda, it was already planned to be implanted. In the physician's opinion the slda was due to challenging anatomy and imaging of insertion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.